Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a skin reaction that occurred on (B)(6) 2015. Reaction was located at the abdomen. On (B)(6) 2015, patient was prescribed flonase, IV 3000 and hydrocortisone 2.5%. Patient treated the affected area with the prescribed medications. No additional event or patient information was provided.